Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a faulty power management printed circuit board assembly (pm pcba). There was no patient involvement. The manufacturer¿s international service technician provided remote assistance and ordered a new pm pcba for the customer.

Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The manufacturer¿s international service technician reported that the power management printed circuit board assembly (pm pcba) has been replaced and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020. B4: 20may2020. Additional details about the event were received. It was reported that the original problem was that the device could not be turned on, that the display was blank but the fan was running and an audible alarm was annunciated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.